Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (d10). The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the actual device was not returned, the root cause could not be identified. At this time, the possible causes for the drop off of the distal cover are presumed to be the following: the cover was broken by chemical attack from adhesion of chemicals such as anti-fog agent which made the cover easy to come off the scope, the cover was broken by being pushed at a tilt during attachment to the scope which caused the cover easy to come off the scope, and/or the cover was easy to come off the scope due to insufficient attachment. The event can be detected and prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 4 - 4.1. Operation manual includes the preventive measures at chapter 3 - 3.5." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the information inadvertently left out of the previous reports.

Event description:
The customer reported to olympus, the disposable tip that was used on the evis exera iii duodenovideoscope was dislodged/split. There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures the complaint on the single use distal cover (model number: maj-2315). This report is related to similar events reported in patient identifiers (B)(6).

Manufacturer narrative:
The serial number has not been provided at this time. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.